Manufacturer narrative:
The sys controller was returned to the MFR for analysis and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a heartmate ii left ventricular assist device. Approx 11 months post-implant, the perfusionist recognized a pump stop. The sys controller was exchanged per the MFR's instructions for use and the pt remains on lvad support with no further issues reported.